Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: the claim is classified as unconfirmed because the customer has not provided physical samples or photographs for analysis. Additionally, no quality events occurred during the batch's manufacturing process, and there are no previous events for the defect reported in this claim. However, operating staff will be notified of this event.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had leakage past the stopper. The following information was provided by the initial reporter: material#: 303310, lot#: 5015722. Rcc received a complaint via email. After administration of drugtrastuzumab-hyaluronidase-oysk, subcutaneously into thigh, registered. Nurse (rn) noted small area on patient's pants where drug had leaked out of the syringe (past the black plunger that prevents backflow). Tiny amount also noted on rn's glove. No skin contact. Patient provided with paper scrubs and pants placed in bag. Instruction given to wash pants as soon as patient got home. Concerned about issue with syringe - 20 ml syringe lot#: 5015722 - MFR bd ref: 303370. (Likely lot used).